Event description:
The following was reported: "during rasping of the femur with the use of the pneumatic hammer a cloud of dust is exposed which looks to be originated from the connection between the pneumatic hammer and the rasp handle. The residue has been collected for investigation. It is suspected that this is metal material." At the time of this report, it is not clear whether the dust has been in contact with the pt.

Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).